Event description:
A consumer reports their family member received a corneal laceration at work that resulted in a traumatic cataract. An intraocular lens (iol) was implanted in 2004 and now their family member vesion has begun to worsen. Consumer reports that their family member vision is cloudy and they have to cover one eye to see. Additional info was requested and received for the implanting surgeon. The pt's injury occurred in 2004, which lead to the traumatic catract. There was no unplanned surgical or medical intervention following the implant surgey.